Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they sometimes noticed a return of symptoms and had to adjust stimulation. They stated they really had to play with it because if they adjusted it too high, they got an uncomfortable surge. They stated that when this happened, they backed it off and it was fine. They said their bladder was not emptying, but they were unable to adjust stimulation. No further complications were reported or anticipated.